Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The user's blood glucose (bg) level ranged from 300 mg/dl to over 500 mg/dl and the user addressed bg level with manual injections. Reportedly, the user changed all the supplies. Additionally, it was reported that the pump does not correctly log boluses in the pump history. Troubleshooting with tandem's technical support (cts) verified that the bolus was accurately saved in the pump history. However, the user also stated that the bg level was not being saved in the history. Review of t:connect pump data confirmed that bolus and bg levels were being saved accurately. Reportedly, the user confirmed that the bg level was logged in the pump history and stated that it "finally showed up but it took forever to appear." It was reported that the user reverted to manual injections since turning the pump off for at least one month and the pump was turned on for troubleshooting with cts.